Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: g4. PMA / 510(k)# k020322, k023444, k023634, k023858, k024153, k031530, k031699, k032299, k032655, k033560, k041384, k042932, k052269, k060214, k060217, k060444, k060447, k061355, k062944, k063301, k063573, k063811, k063824, k071623, k132674, k151320, k181665, k033458 and k123266. H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using the bd phoenix¿ nmic/ID-307 an unspecified number of multi-drug-resistant pseudomonas isolates was noted by the user. No health impact or consequence reported.

Event description:
It was reported while using the bd phoenix¿ nmic/ID(B)(6) an unspecified number of multi-drug-resistant pseudomonas isolates was noted by the user. No health impact or consequence reported.

Manufacturer narrative:
Investigation summary: this complaint is for high mic results with pseudomonas when using phoenix panel nmic/(B)(6) (catalog number 449289) batch number 4338068. The customer did not provide panel returns, isolates or phoenix generated lab reports for the investigation. To investigate, retention panels of the complaint batch were inoculated with in house isolate pseudomonas aeruginosa a27853 and placed in a phoenix m50 to evaluate for mic results. Next, control panels of the same material but different batch were inoculated with in house isolate pseudomonas aeruginosa a27853 and placed in a phoenix m50 to evaluate for mic results. At the end of the run, all panels returned the expected mic results. This complaint is not confirmed. The batch history record was satisfactory, and no quality notifications were generated during manufacturing and inspection. Complaint trending was performed, and no trends were identified associated with this defect. Bd will continue to monitor for trends and take action as necessary. Please continue to communicate any additional concerns.